Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimultor. The patient reported that they were about to have magnetic resonance imaging (MRI) of their head and received a power on reset (por) error code. It was indicated that the MRI was not due to a problem with the device or therapy. The patient stated that they turned their patient programmer (pp) on to verify that the implant was turned off but were unable to find the implant and received a por message. The patient noted that they changed the pp batteries the day before report and checked everything. The patient reported that MRI could have been related to the issue, the patient noted that they had been near MRI machines and was about to have an MRI of their head. The patient was advised to follow up with a healthcare professional (hcp) to clear the por and turn stimulation back on. Additional information was received from a hcp on (B)(6) 2017. The hcp reported that the patient had lower back pain but was receiving MRI of the head for headaches and seizures. Additional information was received from a hcp on (B)(6) 2017. The hcp reported that the patient was getting a por message on the patient programmer. The hcp noted that a por occurred while the patient was in the waiting room at their MRI appointment. The patient was trying to show the MRI tech that the device was off and at that time they stopped feeling stimulation and received the por message. The hcp used their clinician programmer to interrogate the ins and cleared the por successfully. The hcp was notified that the ins would have to be reprogrammed and the hcp noted that they did not have any of the patient programming on file but would ask the manufacturer representative (rep) that did all the programming if they had it. It was indicated that the change in therapy was sudden. No further complications were reported or were expected.